Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the surgeon reported that there was a post-operative bile leak due to the clip. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what was found in the reoperation? No reop needed, ercp conducted. X ray images showed a leak in the cystic duct, all 4 clips were still present. Were clips present? Put 4, all 4 still present. How are the patients currently? Doing well, last checked tues (B)(6)). Is the patient expected to make a full recovery? Yes. How many days post-op? 4 days. Was there any torque applied during use? No. Were any difficulties encountered during the initial procedure? No. How long has the user been using the device? 7 yrs. Dr noticed a difference in the 320 clip appliers recently, dr stated that the clips have higher incidents of malformation recently (a couple months ago) .